Event description:
It was reported that during a total laparoscopic hysterectomy procedure, at the final stage, the active blade of the device broke off. The active blade was retrieved from the patient and nothing was left behind. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the distal tip of the blade broken off. The device was tested with a generator. During functional testing on gen11 an alert screen was displayed and the device would not pass pre-run. Additionally, a procedural video was provided. At 23:57 minutes into the video, while dissecting along the uterine manipulator ring, the device appears to stop activating. The blade is likely cracked at this time. 24:50 the device is removed. When it returns to the camera view it appears cleaned. At 25 minutes into the video, the harmonic blade is broken off. At 25:45 the blade is retrieved. Probable causes of blade damage, including breakage, are blade contact with other devices or uterine manipulator ring during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relax pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure, and continued usage can result in a broken blade.

Manufacturer narrative:
(B)(4); device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.